Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited undersensing of premature ventricular contractions (pvcs), causing long intervals along with the already small signals. Smart pass was disabled, and technical services (ts) was contacted to discuss turning it back on. Ts also discussed programming options. The s-ICD system remains in service. No adverse patient effects were reported.